Event description:
This is the same event and patient reported on MFR. Report #2024601-2002-00002. This report is for the left side. Stiffman's syndrome, autoimmune diseases, vision impairment, and short-term memory loss.